Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 371mg/dl, and his blood glucose was treated with an insulin pen. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when he received the additional supplies to continue testing. The customer mentioned that the insulin pump was exposed to a high magnetic field while having a CT scan. No further information was provided.